Manufacturer narrative:
Insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However, insulin pump received with high idle current due to faulty c-2 on rf board. Insulin pump alarmed a21 after battery change due to faulty c-13 on interface board. Insulin pump received with broken reservoir tube lip. However, reservoir does stay locked in properly. Insulin pump received with cracked case at reservoir tube window corners. Insulin pump received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that damage from the reservoir casing may be contributing to her high blood glucose levels. Customer's blood glucose reading was 283 mg/dl. Customer stated that the pump was dropped. Replacement product is being sent.